Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: "the little luer lock device - it is leaking from it; when they take the little luer lock device on the venflon pro safety after the pvc is placed in the patient, there is running blood out of it."

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: "the little luer lock device - it is leaking from it; when they take the little luer lock device on the venflon pro safety after the pvc is placed in the patient, there is running blood out of it."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-may-2022. H6: investigation summary. Two shelf cartons of representative samples of the reported batch 1274661 (79 pieces) and the unreported batch 1202023 (7 pieces) were received by our quality team for evaluation. All representative samples were subjected to visual inspection. 58 samples of batch 1274661 failed the visual inspection. A sink mark was observed on all end cap luer cone tip molded from cavity 49. A through hole was observed on 36 of the 58 samples. A review of the internal manufacturing device records and raw material history files for the reported and unreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.